Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During therapeutic endoscopic retrograde cholangiopancreatography (ercp) for bile duct calculus fragmentation, the operator attempted to fragment an impacted bile duct stone using a mechanical lithotriptor and retrieval basket. During the attempt to forcibly fracture the stone, the connecting portion between the lithotriptor handle and the device reportedly became bent, and the basket wire reportedly broke. During an attempt to remove the lithotriptor, the basket wire reportedly required cutting to facilitate device removal. As a result, the stone fragmentation procedure could not be completed. Bleeding was subsequently reported. The patient was transferred to another hospital where endoscopic clipping was performed to achieve hemostasis. The reporter indicated that the bleeding occurred because the operator was not fully familiar with the operation of the mechanical lithotriptor and attempted to forcibly break the stone. This report is 2 out of 2.